Event description:
End user called to complain that the calibration test for the device read high out of range. This was confirmed by troubleshooting on the phone. The device was replaced and the defective one returned for investigation.